Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 500, 252, 314, 293 mg/dl. The customer was little thirsty. The troubleshooting was performed for the high blood glucose and under delivery. The customer required assistance on her new insulin pump. The insulin pump will not be returned for analysis.